Event description:
Additional information was received that the right ventricular (rv) lead was replaced to resolve the event. The patient was stable.

Event description:
It was reported that an increase in the capture threshold resulting in a loss of capture and heart failure symptoms were observed on the right ventricular (rv) lead. It is unknown if the patient is pacemaker dependent. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the right ventricular (rv) lead was capped.